Manufacturer narrative:
Final analysis found that the lead was returned in one piece. The damage found likely contributed to the reported low lead impedance anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an associated lead removal, the right ventricular lead exhibited low lead impedence. The lead was not used. Another lead was implanted succesfully. There were no adverse events and the patient was good post procedure.